Event description:
The reporter stated the trailing haptics of a bausch & lomb (eyeonics) lens got ahead of the body of lens and more during implantation. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the incision. The reporter stated it was the surgeon's opinion that the cause of the iol damage was due to the injector.